Event description:
Customer reported an issue with display on the passport xg monitor, which may have resulted in a loss or primary monitoring. No patient injury was reported.

Manufacturer narrative:
Service representative replaced the display power supply and performed all functional tests.